Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a weak signal and lost sensor alert. The customer also reported receiving a failed self-test alarm on the insulin pump. Customer was unable to upload the insulin pump due to the failed self-test alarm. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no a64 alarm noted. The insulin pump passed the self test. The test minilink transmitter with the glucose sensor simulator communicates properly to the insulin pump. No unexpected lost sensor or weak signal alarm noted. The insulin pump down loaded properly to the carelink software noted. No cosmetic damage noted.